Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient had dysphagia and the hcp believed it was from the ins. The rep reported that the dysphagia was bad enough where the patient had to have a peg tube implanted. The rep reported that the hcp tried decreasing the stimulation and it may have helped a little. No further patient complications have been reported as a result of this event.